Event description:
Our abbott medical optics office in (B)(6) received a report regarding a patient who developed endophthalmitis about two weeks post surgical implant of an intraocular lens (iol). The surgery appeared to be without complications, visual acuity had been stable and no problems reported. However, the patient's visual acuity began to decrease and unspecified medicine was not working. The patient went to a university hospital. A vitrectomy was performed and the iol was explanted. The patient remained in the hospital. In follow up the physician did not think there was a relationship between the endophthalmitis and the iol but the root cause had not yet been established.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant date: the exact implant date of the intraocular lens was not provided; however, it was noted to be approximately one (1) month prior to the explant date of (B)(6) 2012, thus the implant was (B)(6) 2012. The device manufacturing record was reviewed and all process operations were in compliance. All tests results showed a pass condition. The documentation showed that the production order was manufactured according to specifications; no nonconformances were generated. At the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. A sterilization records review showed no deviations and the lens was processed according to requirements and met specifications. The manufacturing and sterilization records review showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Reporting physician indicated a different serial number for the reported device: (B)(4). Expiration date: 07/31/2017. Manufacture date: 07/31/2012.